Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Date of event was reported as (B)(6) 2013.

Event description:
It was reported that on an unknown date in (B)(6) 2013, a quick coupling for drill bit had a screwdriver attachment stuck inside. The device was used in surgery. No delay in surgery was reported. No injury or medical intervention was reported. This report is for an unknown screwdriver attachment. This is 2 of 2 reports for this event.